Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the colonovideoscope exhibited foreign objects on the plastic distal end cover and on the adhesive of the bending section cover. There was no patient involvement.